Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the alaris pc unit displayed an error code 133.6090. There was no patient involvement.

Event description:
It was reported that the alaris pc unit displayed an error code 133.6090. There was no patient involvement.

Manufacturer narrative:
Corrections/updates were made to: d10, g4, g7, h2, h3, h6 (method, results, conclusion), h10 and h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/22/2018 to the present date 10/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.